Event description:
It was reported that the patient's symptoms were returning. It was stated that the patient programmer was "wet, dropped, or crushed." It was later reported that there was a loss of therapeutic effect. The patient reportedly went to the hospital on (B)(6) 2012 for an issue with her foot, which was non-device related. It was stated that the device "got turned off" when she went through the door and the patient's symptoms have since returned, including "having trouble" walking and talking. It was noted that the patient programmer got wet due to hurricane sandy. If any additional information is received, a follow-up report will be sent. Reference manufacturing report # 3004209178-2012-11225.

Manufacturer narrative:
Product ID neu_unknown_prog, product type programmer; physician product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3389-40, lot # j0123287v, implanted: (B)(6) 2002, product type lead; product ID 3387-40, lot # j0114193v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
Additional information received reported that the patient went to the hospital because she hurt her foot. It was corrected that the patient did not have trouble talking as reported previously. It was also corrected that the patient found the device to be off when she ¿went to redo it¿ in the hospital. The device did not get turned off when she walked through the door as reported previously.

Manufacturer narrative:
(B)(4).